Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have a contributing factor to the customer's high bg levels. Lot qualification test results for this pod lot (l30451) revealed four failures for an internal pod leak. The root cause of the fluid leak in each instance was determined to be from a tear in the cannula. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in-process as of the date of this report.

Event description:
The customer reported that within the first day of wearing the pod, the device had initiated an occlusion alarm (though no kink in the cannula was observed). He experienced high bg levels in the 300-357mg/dl range while this pod was active. It is unk what method of treatment was administered in order to treat the high bg levels. The pod will be returned for eval.